Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically for the laser light cable of the video cable section contained foreign material and a root cause could not be identified for the outer tube had scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope gynecologic exhibited the laser light cable of the video cable section contained foreign material and the outer tube had scratches. There was no patient involvement.